Manufacturer narrative:
Product event summary:the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
The device was explanted and returned. Analysis of the device revealed the device had tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Produce event summary: further failure analysis revealed the bottom high voltage capacitor was shown to have broken into two pieces and the electrical failure was due to arcing at the exposed anode surfaces. Artifacts from the failure analysis process make it difficult to determine when and how the anode was broken. The separator of the failed capacitor showed clear signs of mechanical wear consistent with severe vibration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.